Event description:
Device issue: no knot present. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported a physician attempted arteriotomy closure of an unspecified vessel using a proglide device after an interventional procedure. Reportedly, when the plunger was pulled back, no knot was present. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.